Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had disconnected mode and failed to synchronize. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device was in disconnected mode, had hardware failure and was in critical override. A field service engineer (fse) visited the customer site due to an internet connectivity issue. Upon inspection, it was found that the internet cable was connected to the wrong port on the device. The fse placed the cable in the correct port and rebooted the machine, which resolved the issue successfully. Fse completed proactive check. The system functioned as intended after the field service engineer repaired the device.